Event description:
The device was returned to the service ctr with a report from the customer contact that the device has no ac or dc power. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, corrosion from the battery leakage was noted on the middle printed circuit board.

Manufacturer narrative:
During testing, corrosion was noted on the middle printed circuit board. Further testing found the device powered on with ac power but not dc power. The cause of no dc power was due to the corrosion on the middle printed circuit board. The corrosion was due to leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.